Event description:
The customer reported that the system is intermittently displaying a ma on in error message. The system is locked up and needs to be rebooted. The error occurs while the system is sitting idol. He noticed the message scrolling in the display. The system is rebooted and then works properly. The error has been very intermittent the last few weeks, but happened twice on the 20th. The system continues to operate to complete cases properly and no pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate any problem with the system. He reseated the pcbs and connectors on the hv generator side. The system is currently operating as intended.